Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing ineffective therapy and unable to adjust their therapy. A lead diagnostic confirmed high impedances on the left l1 lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.